Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-connector was found damaged and leaking. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A visual inspection was conducted with the naked eye. The reported problem of was not verified during the visual inspection. Functional testing performed included leak testing, clear passage test, and clamp function test. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.